Event description:
The customer reported that the product has been hard to remove from the patient. This has caused 2 known needle sticks thus far. Per additional information received, when the staff member put the butterfly in the patients arm and pulled back after the collection, the needle part stayed in their arm. No additional information has been received on the 2nd needle stick incident. There was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number unavailable. Because the sample was not provided for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.